Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during dacogen therapy in the outpatient infusion department. The device was programmed to deliver over one hour (dose, programmed amount and delivery rate unknown), once the user noticed bag was infusing faster than programmed, the infusion was slowed down to 80cc/h. When the device was turned off pump off and bag continued to drip/infuse. The infusion was taken off the pump, finished about 25 minutes early and infused normal saline for the remainder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing flow accuracy was performed and the device passed within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.